Event description:
Despite multiple boluses, pt had bgs "over 300 mg/dl" that would not decrease. She was also vomiting. Pt ended up going to the emergency room where they gave her 8 units of insulin. The pod was discarded.

Manufacturer narrative:
The pod was discarded and therefore unavailable for evaluation. No product assessment can be made in order to determine if any malfunction or defect occurred that would have led to the pt's condition. The omnipod's user guide warns "...if you experience unexpected elevated blood glucose levels, change your pod." To avoid hyperglycemia, the user guide advises to check blood glucose "at least 4 to 6 times a day." The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased, then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.